Event description:
The reporter indicated that the device was explanted due to the eri (early replacement indicator) mode. The device is to be examined for potential premature battery depletion. The pt experienced a stroke.

Manufacturer narrative:
The device was subjected to electrical/mechanical testing, connector dimensional testing and battery discharge analysis. Normal pacer operation was observed. The battery is partially depleted-normal.